Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's mother reported via phone call of bolus anomaly from the insulin pump. The customer's blood glucose reading was 306 mg/dl. The mother stated that when they tried to deliver a bolus, the pump gave them an alarm and the bolus did not show up in the bolus history. The customer was advised to program 2 units of insulin and check the bolus history. The customer stated that it showed up but not all the time. The customer will not return the pump for analysis.